Event description:
Caller alleged discrepant results compared with the lab. Time between testing on (B)(6) 2012: within an hour. Time between testing on (B)(6) 2012: within an hour. Pt's therapeutic range: 2 - 3 inr. Pt had been testing for (B)(6) months. On (B)(6) 2012, pt tested on the meter and received a 5.5 inr. Because of this high result, coumadin was not taken that evening. Later that evening, pt fell and was hospitalized to monitor potential bleeding. No bleeding was found.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 2.2, mean: 2.05, confidence limits: 1.3 - 2.7; 2.2, 2.6, 2.4, 1.6 - 3.4. The 5.5 and 2.2 inr results were excluded from comparison test since results were obtained a day apart. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both point-of-care and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since strip lot info was not provided. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.